Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the cable was replaced and the system tested well. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the heads-up display (hud) stealth display in leica microscope left and right oculars were not clear. It required the theater nurse to hold the cable attached to the microscope port on the navigation device at a certain angle for the image to be clear suggesting damage to the cable. There was no patient present when this issue was identified.

Manufacturer narrative:
The cable was returned to the manufacturer for analysis. Analysis found that the returned cable had no apparent physical damage but a continuity test revealed an open from pin 3 of the j1 lemo connector to pin 2 of the hd15 connector; this was the green signal. Analysis found that the reported event was related to a electrical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.